Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the wire somehow formed a knot at the tip when it was out of the lead tip. The physician could not pull the wire back through the lead, so the lead was pulled out of the catheter. There was no visible injury to the lead, but the physician was concerned that it may have been damaged. The lead was not used and a new lead was implanted. No patientcomplications have been reported as a result of this event.